Event description:
Medtronic maximo vr 7232cx and fidelis leads 694965 implanted on (B)(6) 2005. The lead fractured causing 5 full power defibrillator shocks to occur to the heart within 30 seconds. I had a family member in the house who was able to give me a magnet to place over the device to stop it from shocking me. Taken to the hosp in ambulance. Medtronic rep confirmed that the lead had fractured and the ICD device gave me the electric shocks in error. I have since turned off the monitoring function of the device and it is in idle mode. I feel that if there would not have been somebody at my house when this happened, the device would have shocked my heart until I was dead.